Event description:
It was reported that an ilet bionic pancreas exhibited slow and intermittently unresponsive touch screen behavior, though the user was able to complete desired actions and blood glucose management was not affected. Symptoms included no adverse health effects. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included customer interview, follow-up communication, and troubleshooting guidance. Investigation of this case revealed that the touch interface performance concern was not reproduced after follow-up and the device functioned as intended per user feedback. It was concluded that the device operated within specifications and no device-related injury occurred.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.